Event description:
Boston scientific received information that during a device interrogation this right ventricular lead pacing impedance measurements gradually increased to 2,260 ohms in unipolar and bipolar. Additionally threshold measurements were 2.2v@1.0ms in bipolar and 1.9v@ 0.4ms in unipolar. The patient was admitted and scheduled for a lead revision procedure. A revision procedure was performed and this lead was surgically abandoned. No adverse patient effects were reported during the procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.